Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory analysis confirmed lead tip damage based on the finding of a bend in the lead approximately 10 millimeters from the tip. Also, the lead did not pass the stylet insertion test due to the bend noted. Moreover, though the lead was bent near the tip, there was blood noted in the helix housing indicating this lead was attempted to be implanted. Additionally, the lead passed the electrical continuity testing indicating conductors were intact. Hence, it was concluded an unintended use error based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the lead tip looked damage when it came out of the package and did not appear normal. Moreover, lead was returned. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the lead tip looked damage when it came out of the package and did not appear normal. Moreover, lead was returned. The lead was never in service. No adverse patient effects were reported.